Manufacturer narrative:
This report is based solely on device analysis. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the reported event of printer issues; the printer micro switch was in the wrong position. The ECG (electrocardiogram) connector was also found to be loose.

Event description:
It was reported the programmer printer was not working. The programmer was returned for repair and tested out of specification during manufacturer's analysis. No patient complications have been reported as a result of this event.